Manufacturer narrative:
Samples received: 1 open racepack. Analysis and results: there is one previous complaint of the same code-batch. There are no units in our stock. We have received one open and used sample with the thread broken. The thread measures 45 cm approximately, the other part of thread broken is missing. Although without any closed sample we cannot carry out an analysis in order to take a decision, we have tested the knot pull tensile strength of this open sample received and the result fulfils the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the result of the open sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with monosyn. During use on the skin, the suture broke twice. There was no patient harm. Additional information was not provided.